Event description:
It was reported that the customer was hospitalized for dka. The family member had called and stated that the customer has unexpected hbgs and lbgs for the past few days. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The family member was advised to contact md to discuss possible causes of hbgs and lbgs.